Event description:
Philips received a complaint on the v60 ventilator indicating that the proximal line sensor was unable to zero. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. A biomedical engineer (bme) picked up the device and brought it to the biomed shop. The bme tested the device and was not able to duplicate the issue. The bme completed calibrations and was not able to duplicate the issue. The bme returned to the customer site but could not find the initial service requester, so the customer was left a voicemail by the bme stating that the device was ready for service after confirming the device was working properly. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.